Event description:
The customer reported a failure to obtain etco2 readings during a pt event. The users reported that the etco2 connection port was missing with no signs of damage. Info provided to us stated that the pt had expired prior to the device use. Another defibrillator was available for use.

Manufacturer narrative:
(B)(4). The customer reported a failure to obtain etco2 readings during a pt event. The users reported that the etco2 connection port was missing with no signs of damage. Info provided to us stated that the pt had expired prior to the device use. Another defibrillator was available for use. The device was evaluated by a philips field service engineer. The symptom was confirmed. The etco2 port was found to be pushed into the device. The rear case was replaced to resolve the symptom. The device passed testing and was returned to service.